Event description:
It was reported that during a cholecystectomy procedure, clips would not advance. Two clips were released and the device blocked. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument found that it was returned with the cam broken, empty and locked out, but the orange indicator was noted to be beyond of its intended position. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, a preliminary investigation form has been initiated. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.